Event description:
It was reported that during a lumbar laminectomy procedure it was observed that the hose "came loose" from the motor device. There were no delays in surgery as an identical spare device was available. The surgery was successfully completed. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).